Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2010, the patient underwent the following procedures: posterior spinal arthrodesis l4-l5. Posterior spinal instrumentation with pedicle screw fixation l4-l5. Transforaminal lumbar interbody fusion (plif) via left-sided approach at l4-l5. Use of anterior structural support for fusion, l4-l5. Lumbar decompression via laminectomy, facetectomy and foraminotomy l4-l5. Use of local bone allograft and bmp for fusion. Use of neuromonitoring of the spinal cord with pedicle screw stimulation. Using the 6.4 x 45mm, pedicle screws and 10 x 23 mm concorde cage drain x1. To treat the following pre-op diagnosis: degenerative spondylolisthesis l4-l5. Bilateral lower extremity pain, left greater than right. Chronic low back pain. Op note: surgeon filled the patient's own bone initially in the interbody space and then placed a cage filled with bmp in the interbody space confirming its acceptable position with pa and lateral fluoroscopy. Following that the surgeon started with the decompressive potion of the procedure. The surgeon brought the neuromonitoring equipment and stimulated the pedicle screws in the left l4 29ma, l5 24 ma, on the right l4 20 ma, l5 26ma. Then the rods followed by screw caps and gently compressed bilaterally. Again pa and lateral fluoroscopy confirmed acceptable position of the implants, and he tightened the screw caps previously decorticated. There was no evidence of csf leak whatsoever. Surgeon confirmed excellent hemostasis. There was no change in the neuromonitoring throughout the procedure. The patient was awakened, seemed to keep be moving all 4 extremities, and taken to recovery in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.